Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) recharger got wet and was not functioning. Their ins was very low, nearing 0%. The patient reported that they had two bursts of stimulation as the ins was getting low. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.